Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Unit received was properly tested using a test battery cap. Unit power up properly after battery installation. Power connector plug in and locked in place properly. No blank display noted during testing. Unit received with unresponsive buttons due to corroded electronic assemblies. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to unresponsive keypad. The following were noted during visual inspection: pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had blank screen and lost the insulin pump cap. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.